Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pain and hypertension, as listed in the absolute pro instructions for use are known possible adverse events that may be associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported treatment with medications and hospitalization are due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019, the patient was implanted with a 8.0x100mm absolute pro vascular self-expandable stent as well as another non-abbott balloon expandable covered stent in the upper right leg near abdomen. Patient began to experience pain in abdomen later on the same day. It was noted patient has been admitted to the hospital eight times ever since both stents were implanted and has been suffering from abdominal pain, hypertension, chest pain, leg pain on the right leg and recently neck pain. First time, the patient went to the emergency room (ER) they were given antibiotics for their appendix; however; every other time the ER doctors prescribed morphine and tramadol. The patient takes tylenol and motrin for the pain and clonidine for high blood pressure. An ultrasound was done in (B)(6) 2020, due to abdominal pain and no issue was found. Doctor is still monitoring the patient¿s appendix, but the patient is no longer having to take antibiotics. Patient is not sure what is causing the pain and last visit to the ER was in (B)(6) 2020, but patient left before they were examined. No imaging was performed on the absolute pro stent. There was no clinically significant delay reported during the index procedure in december of 2019. No additional information was provided.